Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a that the connection to the stay safe connector was loose and it was leaking fluid during stat drain 1 of 1 of treatment. There were no alarms, no fluid discovered in the pump module area, or on the external of the cassette. The patient was advised to reset up with new tubing and new supplies. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has transitioned to hemodialysis and is continuing treatment at the clinic. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a that the connection to the stay safe connector was loose and it was leaking fluid during stat drain 1 of 1 of treatment. There were no alarms, no fluid discovered in the pump module area, or on the external of the cassette. The patient was advised to reset up with new tubing and new supplies. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has transitioned to hemodialysis and is continuing treatment at the clinic. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information provided in h6. Plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.